Event description:
Home pt reports a 2240 alarm during automated peritoneal dialysis. The pt reports that the pt line of the homechoice set became disconnected from the transfer set during treatment. The pt discontinued treatment and restarted with new supplies. There was no pt injury or medical intervention required according to the home pt.